Event description:
The consumer reported that she wanted a manufacturer representative to attend her appointment because she was having some problems with her device. The patient was directed to their healthcare professional. The indication for use was failed back surgery syndrome. No patient symptoms reported.